Event description:
It was reported to boston scientific corporation that a naviflex rx pancreatic delivery system was to be used in the pancreatic duct during a pancreatic stent placement procedure performed on (B)(6) 2024. During the procedure, it was noted that there was a crack on the delivery system. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on september 12, 2024. It was reported that there was a crack on the pull wire.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on september 12, 2024, confirming that the pull wire was broken. This is no longer considered an MDR reportable event. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a naviflex rx pancreatic delivery system was to be used in the pancreatic duct during a pancreatic stent placement procedure performed on (B)(6) 2024. During the procedure, it was noted that there was a crack on the delivery system. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.